Manufacturer narrative:
The device was unavailable for evaluation. It was reported that a screw or screws backed out past the locking mechanisms of a resonate plate. It was reported that the back-out was discovered on follow up images. The post-op image provided shows the head of at least one screw being proud of the plate at the bottom level of a one-level plate. It is unclear whether some damage occurred to the plate or sliders inter-operatively or what the cause of the issue could have been. It was reported there was no pain or adverse effect to the patient and that there were no plans for a revision at the time the issue was reported. No determinations can be made for the cause of the reported issue.

Event description:
It was reported that resonate screws are backing out of the plate post-operatively.